Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a slit was found in the transfer set during peritoneal dialysis therapy resulting in a leak, which is known to cause this alarm. The cause of the slit in the transfer set could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient stated that there was slit in the transfer set causing fluid to leak out which led to the alarm. The patient was assisted with ending the therapy and advised to contact the registered nurse. Proper procedures per the user manual were reviewed together with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.